Event description:
This ra lead showed impedance >2500 ohms, no capture at max output and noise. The patient was opened and the lead disconnected from the device. All testing of the lead produced good numbers so the lead was reconnected to the device. All measured values remained good so the patient was closed. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The devices were not returned for analysis. The analysis is therefore only based on the returned data as well as the inspection of the quality documents associated with the manufacture of these devices. The manufacturing processes for the ipg and the lead were reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In particular, the final acceptance tests proved the devices functions to be as specified. In a next step, the returned data was inspected. The data from (B)(6) 2024 documented seven atrial lead failure episodes in unipolar and bipolar configurations. Furthermore, noise is visible in the iegms of the atrial channel. The data further documented that, during the interrogation on (B)(6) 2024, the atrial lead impedance was temporarily 1562ohms. Besides these observations, no further peculiarities were present. Based on the data available for analysis, the root cause of these observations is not determinable. It cannot be excluded that, for instance, a sub-optimal connection between the lead and the ipg might have led to this occurrence. Should further relevant information become available for analysis, this report will be updated.